Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used.  Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing of the flex catheter may be helpful in solving the problem. In this case, it is believed that the guidewire perforated the ventricle and the aortic dissection may have been caused by manipulation of the delivery system. There was no allegation or indication a device malfunction contributed to this adverse event. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards european affiliate, during a 23 mm sapien 3 case by tf approach. The valve was well-implanted without problems. The delivery system was then re-introduced into the esheath for a post dilation when the physician noted some pressure while pushing. The system was then removed again as a drop in the patient¿s blood pressure was noted. A descending aortic dissection just after the arch was discovered along with a ventricular perforation due to the guidewire causing a pericardial tamponade. The ventricular perforation was treated by ¿pericardiotomy ¿and the aortic dissection by vascular surgery (standard procedure). The patient did not recover and died 2 days later due to the ventricular perforation. As per medical opinion, it is though that the guidewire perforated the ventricle and the aortic dissection was caused by the commander delivery system.

Manufacturer narrative:
Additional information received and added.